Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and shipped to the customer for replacement. The component was replaced by the in house biomed technician. No conclusion repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.